Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found out of specification. The root cause was determined to be an in operable dso sensor. The dso sensor was replaced. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette error alarm. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm reported.